Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on january 14, 2011. According to the complainant, during the procedure, the trapezoid rx lithotripter was loaded onto an alliance handle. When the physician attempted to crush a stone the basket tip popped off. Reportedly the physician inserted another trapezoid rx lithotripter, also two different kinds of extractor balloons, and a spybite instrument all in effort to remove the basket tip but was unsuccessful. There was no issue or reported failure with these other instruments. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.